Event description:
Related manufacturer report number: 2017865-2022-06024. It was reported during in clinic follow up that the right ventricular pacing impedance was greater than 2000 ohms and loss of capture was observed due to increasing capture threshold. Diagnostic imaging did not identify a cause, so both the right ventricular lead and the implantable cardioverter defibrillator were explanted and replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events of high pacing lead impedance and loss of capture were confirmed on the associated lead; device was found to be normal. The device was above elective replacement indicator (eri) upon receipt. Functional testing of the device returned no anomaly.